Manufacturer narrative:
The reported events were dislodgment and inadequate capture. As received, a complete lead was returned. Visual examination of the lead found the helix retracted and clogged with blood / tissue. Electrical testing was normal. The reported event of inadequate capture was not confirmed.

Event description:
New information received noted that the rv lead was dislodged.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable throughout the procedure.